Manufacturer narrative:
(B)(4).

Event description:
During initial vns implant, the patient aspirated while waking up from anesthesia. The patient developed a lung infection in the right lobe and was transferred to another hospital as the implanting hospital did not have a pediatric unit. It was later reported that the patient was discharged home with a feeding tube which was removed the following week. It was reported that the patient has now returned to his normal state.